Event description:
Boston scientific received information that one daily measurement of low shock impedances less than 20 ohms were recorded by this implantable cardioverter defibrillator (ICD) on the non boston scientific transvenous lead. With current information, no remedial action has been performed and no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.